Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 350cc saline prosthesis, catalog #3501655, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis. Post procedure, a deflation was diagnosed during a physician¿s physical exam on (B)(6) 2018. As a result, the device was replaced with unspecified mentor saline implants on (B)(6) 2018. The patient did not have any accompanying symptoms, or require hospitalization.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on 3/23/2018. The final fill volume of the impacted product was 400ccs. Bilateral prosthesis replacement with mentor smooth round moderate plus profile 275cc saline prostheses was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 5622758 was reviewed on 5/18/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The failure analysis lab completed the investigation of the returned device on 5/23/2018. Device evaluation summary: it was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. Gel was observed on the shell surface. The product evaluation team discovered an area of missing material measuring approximately 0.1 x 0.1 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this point is not possible to determine the origin of the red material found on the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; manufacturer¿s reference number: (B)(4).